Event description:
It was reported that the subject device was not working and displayed scope communication error (error 226). The issue was found during routine inspection. There were no reports of patient harm.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility and confirmed/ the reported issue. Camera head not working, scope communication error (error 226). A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause linked to device but unable to trace more specifically. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.